Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the deterioration of the unit power supply due to repeated use or use in a dusty environment for a long period of time because seven years have passed since the manufacturing of the subject device.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that only the color bar was displayed on the monitor during preparation for use. An endoscope was connected to the device. Reportedly, there was no video output and all the switches on the front panel were not working except the menu and lamp switches. Then, olympus inspected the device at the service department of olympus medical systems india private limited and found that the front panel did not work and the monitor only displayed the color bars instead of the endoscopic image. Reportedly, the power supply of the device was defective. The inspection also found the followings; -dust inside the device -small dents and scratches on the top cover, front panel and rear panel there was no report of patient injury associated with this event.